Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station stuck on carefusion screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was stuck on the carefusion screen. A field service engineer replaced the all-in-one (aio), docking board, and communication sled. The fse also installed an upgraded serial advanced technology attachment (sata) cable and mount plate. The network interface card, adapters were reconfigured with the latest drivers, and all instances of old devices were removed. Connectivity was checked via a remote smart service (rss) session and verified with the database server. The fse contacted the technical support specialist (tss) to request btx execution to remove any potential previous database corruption. The fse reviewed the station status and recommended that network it team check the attached port for issues, as all potentially affected hardware had been replaced. The system functioned as intended after the field service engineer and tss repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station stuck on carefusion screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.